Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown.

Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Additional information received (B)(6) 2013: on (B)(6), 2008, the patient was involved in an accident and suffered an impact-related paravaginal tear. The physician performed a left-sided paravaginal repair with prefyx prepubic sling placement on (B)(6) 2008. On (B)(6) 2008, the patient complained of pubic bone pain, which was treated with percocet and analgesic injection. The patient complained of calf pain on the following day, but an ultrasound revealed no clots. On (B)(6) 2008 the patient indicated that the groin pain persisted, however, previously reported nausea symptoms had improved. On (B)(6) 2009, the patient complained of cramping, urinary frequency and urgency. Subsequent examination revealed a residual rectocele, which was treated with enablex. On (B)(6) 2009 the patient was implanted with xenform tissue repair matrix. On (B)(6) 2010, the patient complained of right pelvic pain, spasm, urinary frequency and was treated with sanctura. Examination was normal. On (B)(6) 2010, the patient presented with pain in the left rectus muscle and a possible hernia; a general surgeon performed a repair. The patient's current condition is unknown.

Manufacturer narrative:
In 2008, the patient weighed (B)(6). On (B)(6), 2009, she weighed (B)(6).